Event description:
The device was used during a gastrectomy procedure. Reportedly, the staples did not form properly and retaining pin was misaligned. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.